Manufacturer narrative:
(B)(4). Unique device identifier (UDI): in the absence of reported part and lot#, UDI can not be provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the device lot history record and complaint history could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The stent implant remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The balanced middle weight (bmw) universal referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a lesion in the left main. The balanced middle weight (bmw) universal guide wire was placed without reported issue. Pre-dilatation was performed with a 2.5x12mm non-abbott balloon dilatation catheter (bdc) and a 3.0x15mm non-abbott bdc. The 3.5x23mm xience stent implant was deployed without reported issue. Intravascular ultrasound (ivus) confirmed that the deployed stent implant was well apposed. Post-dilatation was performed with a 3.5x15mm non-abbott bdc and a 4.0x12mm non-abbott bdc. At the end of the procedure, the bmw guide wire became caught with the deployed stent implant and could not be removed. During the attempt to remove the guide wire, the tip became stretched, then separated. After removal of the proximal end of the guide wire, a snare device was used to retrieve the separated tip, causing a delay in the procedure of approximately 20 minutes. There was no reported adverse patient sequela and the patient is reported to be doing well. There was no additional information provided.